Manufacturer narrative:
The device remains implanted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported that this patient experienced asynchronous pacing that is causing the rhythm acceleration and ventricular fibrillation (vf) arrhythmias. The cardiac resynchronization therapy defibrillator (crt-d) device treated the arrhythmias with anti-tachycardia pacing (atp) and 3 shocks. A technical service (ts) consultant reviewed the device data and provided recommendations for programming optimization. The device remains implanted. No adverse patient effects were reported.